Manufacturer narrative:
The initial MDR 2432235-2017-00368 was filed on june 29, 2017. Additional information (06/08/2017): in addition to the actions documented in the initial MDR, service also adjusted reagent probe 1, replace aspirate tubing, adjusted the acid dispensing angle, and checked movement of each unit. Instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse checked the quality control (qc) precision data, and concluded the system was in good condition and there was no issue in the event log at that time. The cse replaced the following parts: pinch valves and pinch valve tubing, aspirate probe guides and check valves, probe, heater coil, reagent probe 1, degasser and capsule filter, and base pump and acid pump. The cse adjusted the incubation ring, and reagent probe1, aspirate probes, and sample probe. The cse also adjusted the vacuum flow, checked sample air pump, cleaned probes and rinse station. The cse lubricated lead screws, checked dispense base / acid and reagent probes. The cse performed instrument decontamination, and checked the afp method calibration and precision which resulted within specification. The cause of the discordant afp result is unknown. Instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated alpha fetoprotein (afp) result was obtained on a patient sample on an advia centaur xpt instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on two alternate instruments, resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant afp result.